Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they were testing the system and had the gantry closed, but the pendant displayed that the door was open. They tried pressing the open button and the override button to open the gantry but it would not open. They had to manually crank the gantry open "a little bit" and then they were able to successfully open the gantry. The system functioned as designed after. There was no patient involvement.